Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2025, explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 08-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving no current intrathecal medication via an implantable pump. It was reported that during initial implant, the posterior aspect of the spine was ossified from prior fusion surgery. Therefore, a bur hole had to be made to gain access to implant the catheter. Postoperatively, the patient developed signs of a cerebrospinal fluid leak and cerebrospinal fluid headache. It was likely that there was a leak around the catheter, rather than in the catheter itself, because of the burr hole. The larger drill hole compared to the small catheter likely allowed for a leak around the outside of the catheter. Today, revision surgery was performed to repair the potential source of the leak. A purse strin suture was added around the catheter entry point and duralumin sealant was used to alleviate a potential future leak. The issue resolved at the time of this report. The patient's weight and medical history was asked but made unknown.